Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation and photos were provided for review. The evaluation identified septum dislodgement on the device the root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1829500, implantable port, allegedly experienced dislodgement. This information was received from a single source. This malfunction involved a patient with no consequences. The patient was reported to be (B)(6) years old weighing (B)(6) lbs, gender was not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The sample was returned for evaluation and photos were provided for review. The evaluation identified dislodgement and material protrusion/extrusion. The root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1829500, implantable port, allegedly experienced dislodgement and material protrusion/extrusion. This information was received from a single source. This malfunction involved a patient with no consequences. The patient was reported to be 69 years old weighing 168 lbs, gender was not provided.